Event description:
It was reported that the ilet user experienced high glucose readings and had been pausing the system, including overnight, and not making meal announcements. Education and troubleshooting were provided, and a factory reset was discussed. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.